Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for analysis.

Event description:
The patient's trial leads were explanted due to migration and significant bleeding from the implant site. The patient will be implanted with an advanced bionics spinal cord stimulator system.